Event description:
It was reported that during an implant attempt, the physician could not achieve acceptable r-waves. After one attempt of helix extension and subsequent retraction, physician found tissue stuck on screw and tried to remove it. He then noticed screw was slightly bent and decided to open another lead. A second lead was attempted and acceptable r-waves could not be achieved. A different type of lead was attempted and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. (B)(4).